Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that after she ran daily maintenance on the analyzer, she ran controls and then started running patient samples. She noticed that several patient samples were running with low ion selective electrode (ise) sodium values and high ise chloride values. Several instrument errors were also seen by the customer. Results were questioned on a total of six patient samples. Of the six samples, 3 were found to have erroneous results. Patient sample one initially resulted as 127 mmol/l accompanied by a data flag for ise sodium and 110 mmol/l accompanied by a data flag for ise chloride. These initial values were reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 136 mmol/l for ise sodium and 101 mmol/l for ise chloride. The repeat values were believed to be correct. Revised reports were issued and the physician was contacted. Patient sample two, from a female born on (B)(6) 1920, initially resulted as 125 mmol/l accompanied by a data flag for ise sodium and 112 mmol/l accompanied by a data flag for ise chloride. These initial values were reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 139 mmol/l for ise sodium and 102 mmol/l for ise chloride. The repeat values were believed to be correct. The nurse was notified with revised results. Patient sample three, from a (B)(6) male, initially resulted as 128 mmol/l accompanied by a data flag for ise sodium and 112 mmol/l accompanied by a data flag for ise chloride. These initial values were reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 137 mmol/l for ise sodium and 104 mmol/l for ise chloride. The repeat values were believed to be correct. The nurse was notified with revised results. The patients were not adversely affected by the event. Patient 2 was admitted and put on nacl after the initial reported values (1000ml, 80 ml per hour, started 13:15, stopped 15:55). The treatment was stopped after the nurse was notified with the repeat results. No adverse event was reported for this patient. The ise sodium and ise chloride electrode lot numbers and expiration dates were not provided by the customer. The customer found crusty salt at the reference electrode area and she was able to clean the area out. The field service representative determined that there was a pin hole in the ise pinch tubing. He replaced the pinch tubing and the ise syringe seals. He primed ise reagents. He ran an ise check x30 with no failures. The customer calibrated the ise with no errors. The customer ran and confirmed quality control. The customer repeated the discrepant patient samples and confirmed that the results matched the results from the other c501 analyzer. The system is operational.